Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s challenging lesion, resulting in difficulty during removal. Additionally, the wire separated during removal. It is likely that manipulation of the wire, when resistance was encountered, contributed to the separation. The separated portion of the wire was removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the left anterior descending artery. During removal of the bmw universal ii guide wire resistance was met and the guide wire separated. The separated portion was able to be removed from the patient with a snare device. The procedure was completed after removal of the separated portion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.